Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. Once a mitraclip was deployed and the lock line was removed, the clip opened to approximately 30-40 degrees. An additional mitraclip was placed and deployed to stabilize the first clip. The final mr was grade 1. There was no adverse patient effect or clinically significant delay reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported unintended movement (clip open - locked). Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the clip opening while locked could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.